Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to reproduce the reported image freezing issue. The glidescope go monitor arrived to verathon with its battery fully depleted. The verathon tsr charged the monitor and then began testing with known, good, test verathon equipment. The device passed verathon's device functionality testing; however, corrosion was identified on the monitor's hdmi connector which was replaced. Upon completion of verathon's device evaluation, the glidescope go monitor was repaired and returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope go monitor, the monitor screen froze. The procedure was completed using a backup glidescope core system, which delayed the procedure by 3-4 minutes. No harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.